Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a request for assistance with pc optimization support could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the rn experienced a "near miss" with a "titration of epoprostenol " in the ICU. It was later reported that the customer requested assistance with the pc optimization service support and there was no patient related event.